Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized for diabetic ketoacidosis and dehydration on (B)(6) 2018. It was reported that the customer had high blood glucose levels 20 mmol/l at the time of admission. It was stated that the insulin pump received no delivery alarm and she was not getting enough insulin from the insulin pump. It was reported that the customer had high blood glucose levels of 31 mmol/l at the time of incident. The customer reported that the symptoms related to high blood glucose levels included vomiting and dehydration. It was reported that the customer was admitted due to dehydration and had surgery and this affected her blood glucose sugar. The customer was treated with intravenous drip. It was reported that the customer was vomiting due to anesthesia. Troubleshooting was performed. The customer stated that the insulin pump received no delivery alarm. The customer reported that the cannula was bent on the infusion set. The customer was advised to change out the infusion set. Product is not expected to return for analysis.